Event description:
It was reported that a power-on-reset (por) had occurred and the patient is receiving radiation therapy. It was also reported that the patient received a shock but due to the por no data is available to review. The device is still in use. No further patient complications have been report as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a power-on-reset (por) had occurred and the patient is receiving radiation therapy. It was also reported that the patient received a shock but due to the por no data is available to review. The device is still in use. No further patient complications have been report as a result of this event. It was further reported that the device had another por due to the patient continuing radiation therapy. The device continues to remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed two pors (power on reset) for write to locked ram, on (B)(4) 2010 and (B)(4) 2012. There was one patient alert for por on (B)(4) 2012.